Event description:
It was reported that an ilet was not charging while on the charging pad, despite a solid green indicator and verification with an iphone that the pad was producing a charge; after remaining on the pad, the ilet subsequently showed a 40 percent charge, and an additional charger was requested, consistent with a charging problem involving the battery charger component. Customer care provided support that included customer troubleshooting and charging percentage follow up. Investigation of this case revealed a power source problem associated with a charging problem of the battery charger. No clinical signs, symptoms associated with the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure which required replacement.